Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the protection detached during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r94p7g. Corrected data. Device manufacture date is 10/18/2018. Investigation summary: the device received was returned with the tissue pad with no apparent damage and not detached as reported by the customer, in addition, the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed and then the blade broke off. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.